Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: within tube/ migration of essure device location of device: outside tube"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 624844) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty and carpal tunnel syndrome. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), cetirizine hydrochloride, estrogens conjugated (premarin), ibuprofen and paracetamol (tylenol). In september 2009, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In october 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / lower belly pain"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and bladder disorder ("bladder problem"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, weight increased, fatigue, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, migraine, headache, vaginal discharge and bladder disorder outcome was unknown, the pelvic pain, abdominal pain lower, dyspareunia and back pain was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: within tube/ migration of essure device location of device: outside tube"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 624844, 624844) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty and carpal tunnel syndrome. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), cetirizine hydrochloride, estrogens conjugated (premarin), ibuprofen and paracetamol (tylenol). In (B)(6) 2009, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / lower belly pain"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and bladder disorder ("bladder problem"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, weight increased, fatigue, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, migraine, headache, vaginal discharge and bladder disorder outcome was unknown, the pelvic pain, abdominal pain lower, dyspareunia and back pain was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-feb-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), malposition of essure device location of device: within tube, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) pain, vaginal discharge, fatigue, weight gain, migration of essure device location of device: outside tube were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal pain lower ("cramping"), weight increased ("weight gain"), dyspareunia ("pain during intercourse") and fatigue ("fatigue"). The patient was treated with surgery (she underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, weight increased, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: within tube/ migration of essure device location of device: outside tube'), menorrhagia ('excessive and abnormal bleeding during menstruation'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 624844) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty and carpal tunnel syndrome. Concurrent conditions included overweight. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), cetirizine hydrochloride, estrogens conjugated (premarin), ibuprofen and paracetamol (tylenol). In september (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On 29-sep-2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / lower belly pain"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and bladder disorder ("bladder problem"). The patient was treated with acetylsalicylic acid (midol), caffeine, naproxen sodium (aleve) and surgery (hysterectomy with bilateral salpingo-oopherectomy and ablation on (B)(6) 2010). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, weight increased, fatigue, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, migraine, headache, vaginal discharge and bladder disorder outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved and the pelvic pain, abdominal pain lower, dyspareunia and back pain was resolving. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 190lbs approximate weight at time of essure placement: 165lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Surgery ablation was added to the event menorrhagia. Fu 3&4 processed together. On 16-dec-2019: plaintiff fact sheet received. Treatment drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.